Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported to manufacturer at six months post-op and recent follow-up based on x-rays and physical exam that the patient showed evidence of solid fusion. The surgeon also noted that a cage was located anterior towards the plate position and possibly transferred undue stresses to the plate. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented approximately 2 years post-op with a fractured plate. There are no plans to revise at this time.